Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The lcd display was recommended for replacement to resolve the issue. Legal manufacturer: (B)(4).

Event description:
The customer reported a malfunction during pre-use checkout resulting in the loss of display. There was no report of patient involvement.